Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging chronic dry cough, choking, fatigue, anxiety, pressure too low, diagnosed with congestive heart failure, skin irritation, sores in sinus, dizzy, nauseous, light headed, headaches, difficulty breathing and shortness of breath. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the soundabatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged to experience chronic dry cough, choking, fatigue, anger and anxiety, pressure too low, congestive heart failure, skin irritation and sores in sinus, nasal/throat irritation or soreness, dizzy/light headed, nauseous, headaches, difficulty breathing and shortness of breath. The patient did not report to receive medical intervention. The reported events of chronic dry cough, choking, fatigue, anger and anxiety, pressure too low, congestive heart failure, skin irritation and sores in sinus, nasal/throat irritation or soreness, dizzy/light headed, nauseous,headaches, difficulty breathing and shortness of breath and its reported severity was reviewed by the manufacture's clinical expert. These events were assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. The device has not yet returned to the manufacturer for evaluation and at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Sections b1, b2 has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect - clinical code was corrected, health effect- impact code, type of investigation, investigation findings and investigation conclusions has been updated.